Manufacturer narrative:
G1,2 email is: regulatory.responses@icumed.com h6. Evaluation codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
Additional information was received: the issue was discovered upon checking the integrity before insertion. Tracheostomies removed from the home. No patient harm reported.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an issue identified with a batch of tracheostomy tubes in the community. Upon checking the inflation of the cuff on two separate tracheostomies it was found that the balloon would not inflate. Patient involvement unknown.